Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of about 1200 to 1600 mg/dl at the time of the incident. The customer was at 97 mg/dl at the time of the call. The customer used the pump to treat and was given hydration and medicine for an infection. The customer experienced symptoms such as hyperventilation and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer has been hospitalized twice. The customer believes the pump was giving incorrect amounts of insulin. Troubleshooting was not completed as the customer did not have a tubing clamp. The customer was found on the floor with a 2000 mg/dl level on (B)(6) 2018. The insulin pump will not be returned for analysis.